Event description:
Pacemaker check - there was oversensing present on the stored electrograms for uf therapy, however, this was unable to be reproduced with multiple maneuvers. On 12/22/00 office visit with dr's impression was ICD lead failure resulting in inappropriate ICD shocks - plans new ICD lead and generator.